Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include the sprint fidelis (6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical experience of subcutaneous and transvenous implantable cardioverter defibrillators in children and teenagers. Pace 2013; (36): 1532-1539.

Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) tachycardia leads. The article reports inappropriate therapy, lead dislodgement, lead fracture with oversensing, and system infections. It was also reported that periprocedural complications occurred in two patients and one patient sustained a pneumothorax during the implant. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.